Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Submitted images appear to display broken vertebral spacer.

Event description:
Pre-operative diagnosis: degenerative disc disease procedure: oblique lumbar interbody fusion levels: l2-3, l3-4, l4-5 it was reported that intra-op, one of the cages broke upon insertion. After a lengthy attempt, it was successfully removed from the patient. Products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.